Event description:
Balloon rupture occurred during use. The customer was using a 6fr sheath introducer.

Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. On visual inspection of the balloon, it was observed that there was a tear in the balloon almost near the distal glue band. On observation under the microscope, it appeared as if the balloon was pulled through a tight introducer. The IFU supplied with this product instructs the user to use at least one french size larger introducer than the catheter's french size. Since the facility reported they used a 6fr introducer and not the recommended 7fr size introducer, this incident is most likely related to user product interaction and is not related to the manufacturing process of this part. There are no other reports against the reported lot number.